Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not able to be reproduced. However, device evaluation found corrosion on the adapter, the video connector is cracked, and the cover glass of the insertion section was cracked. The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 months that are related to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head exhibited noise, when the connector section was moved during the procedure. The issue occurred during a unspecified therapeutic procedure that was completed using the same set of equipment. There was no report of patient harm.

Event description:
It was reported the camera head exhibited noise, when the connector section was moved during the procedure. The issue occurred during a unspecified therapeutic procedure that was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.